Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty removing the stylet was confirmed and the cause appeared to be use-related. The product returned for evaluation was two 2fr s/l per-q-cath catheters. Both samples were received with inlaid stylets and t-lock assemblies. Both stylets appeared to have been manipulated within the t-lock assemblies. An attempt to infuse water through the first sample (sample 1) using a 12ml syringe revealed the sample to be fully occluded and multiple spraying leaks were observed emanating from between the 10cm and 15cm depth markings. Resistance was experienced during attempts to remove the stylet. During those attempts, catheter buckling was observed near the molded joint. Following eventual removal of the stylet, sample 1 was found patent to infusion. An attempt to infuse water through the second sample (sample 2) using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. The inlaid stylet was removed without difficulty. Tactile inspection of sample 1 revealed tensile weakness in the vicinity of the leaks. Tactile inspection of sample 2 was unremarkable. Microscopic inspection of sample 1 in the vicinity of the leaks revealed multiple diagonally aligned splits. The splits occurred within depressions in the catheter tubing and exhibited sharply defined granular surfaces. Both the resistance experienced during attempted stylet removal and the split characteristics observed in sample 1 were consistent with attempted stylet manipulation/removal prior to wetting. The stylet possesses a hydrophilic coating and must be wetted prior to manipulation/removal. Failure to do so causes resistance. The product IFU states ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of reyd0915 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported by distributor that 'after inserting the catheter, the stylet allegedly became stuck and trapped within the catheter'. Returned sample is leaking.